Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection did not find any physical damage to the conductor cable. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and successfully passed. The instrument was installed on an in-house system and passed energy activation with no error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and was found to be within specifications. A review of the data logs did not show any energy activation errors. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument was not sealing tissue correctly. There was no report that any fragment(s) from the instrument fell into the patient, any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed.